Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was 172 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to flattened button dome switch. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.